Manufacturer narrative:
E1: reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that a failure alarm had occurred due to the v60 not delivering air. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a failure alarm had occurred due to the v60 not delivering air. The customer had promptly replaced the v60 with another device for patient use. The v60 in regard to the issue was restarted and the error, "watchdog failed", was observed to have occurred. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 09jul2024, the customer "repaired" the motor controller (mc) printed circuit board assembly (pcba). The customer repaired the mc pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.